Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Plastic hex cover has broken. Cover not returned. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A search of the complaint database against product code (B)(4) found additional reports of radel socket cap breakage/disassembly. CAPA (B)(4) was previously initiated to further investigate and determine root cause and corrective actions. (B)(4) has been initiated to remove the radel socket cap altogether. The reported device was manufactured prior to the implementation of (B)(4). The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation the investigation has been reopened due to receiving product. Depuy will notify the FDA when the investigation is complete

Manufacturer narrative:
Conclusion and justification status for MDR: update february 9, 2016: received complaint sample device for evaluation. Examination of the submitted sig fem adpt torque wrench confirms the black cap protector has disassembled from the wrench. CAPA (B)(4) was initiated to further investigate and determine root cause and corrective actions.(B)(4) was released january 2015 to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.